Event description:
It was reported the insulin pump alarmed button error during the night. Customer was able to clear the alarm and continue using the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated she will continue use of the device since it was working. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button error alarm; no damage in the keypad assembly noted and all of the buttons are functioning properly. No unlocked lcd keypad connector during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.